Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. There was no button error alarm. There was no ramping numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had ramping numbers unstoppably. The customer's blood glucose was 240 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.